Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the customer was found experiencing convulsions due to a low blood glucose (bg) level of 45 mg/dl. Customer's wife assisted the customer and customer consumed juice and carbohydrates to address bg level. An hour later, customer was once more convulsing due to a bg ranging between 39-40 mg/dl. Glucagon was administered to address bg. The pump history was reviewed and it was found that the customer had accidentally set a basal rate of 6.5 units of insulin per hours instead of 0.650 units/hour. Reportedly, the customer continued to use the pump for insulin therapy.